Event description:
Contact reports the pt had a single level charite artificial disc at l5-s1. Pt presented 10 days later with pain and new x-rays revealed fractured pedicles at l5. The artificial disc was found to have been partially displaced. The device was explanted and spinal fusion was performed.